Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 26.7 mmol/l. The customer did not experience any symptoms such as a result of high blood. The customer treated with the insulin pump. Troubleshooting was declined for high blood glucose. The drive support cap appears normal. The customer also reported that the insulin pump had insulin flow block alarm. The reservoir will not be returned for analysis.